Event description:
It was reported that one of the patients spinal cord stimulator (scs) thoracic leads exhibited high impedances. The patient was reported to have maintained stimulation coverage despite the high impedances; however, the patient required a magnetic resonance imaging (MRI) procedure. The patient subsequently underwent a procedure during which the implantable pulse generator (ipg) and scs thoracic leads were replaced. The patient was reported to be doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 14702627, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1160, serial number: (B)(6), batch/lot number: 364444, model/catalog description: spectra wavewriter ipg kit, unique identifier (UDI) #: (B)(4).